Event description:
A 38 y/o male undergoing flexible bronchoscopy with laser vaporization for mid-tracheal stenosis. A bright flash was noted on video monitor and the surgeon quickly removed the laser fiber and bronchoscope. Pt suffered third-degree burns to trachea and midstem bronchus.